Manufacturer narrative:
Cable replacement resolved the issue. Product svs was unable to replicate issue with parts returned for investigation. Sys has been tested and determined to be fully functional. Sys passed all testing after replacement. While there was no pt present, this issue is being reported, as a non-functional camera could cause pt injury if site is prepared for surgery and is unable to use the sys.

Event description:
A medtronic inc rep called to report that the camera on a treon is not working (black status). No pt was present, therefore, no risk of pt harm.